Manufacturer narrative:
Gehc recommended replacement of the batteries. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a battery failure alarm. There was no reported patient injury.